Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformances, or other manufacturing issues related to the reported event. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a haptic tore the posterior capsule during implantation of a light adjustable lens. The lens was placed in the sulcus. No additional information is available regarding the reported event.